Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('unspecified inflammatory disease of female pelvic organs and tissues') in an adult female patient who had essure (batch no. 689938) inserted for female sterilisation. The patient's medical history included depressive disorder, obesity, pain in joint, lumbago, vitamin d deficiency, gouty arthritis, vomiting, nausea, diarrhea, hypokalemia and multiparous. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease outcome was unknown. The reporter considered pelvic inflammatory disease to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('unspecified inflammatory disease of female pelvic organs and tissues') in an adult female patient who had essure (batch no. 689938) inserted for female sterilisation. The patient's medical history included depressive disorder, obesity, pain in joint, lumbago, vitamin d deficiency, gouty arthritis, vomiting, nausea, diarrhea, hypokalemia and multiparous. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease outcome was unknown. The reporter considered pelvic inflammatory disease to be related to essure. Lot number: 689938, manufacturing date: 2009-11, expiration date: 2012-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jul-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.